Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have the grip open ring dislodged at the proximal end. The set screw was still installed in the grip ring. The set screw was found to be stripped. The grip ring was not in its original position and could be manually moved up and down. Additionally, the vse instrument was found to fail engagement. The instrument was placed on an in-house system and failed engagement on 3 of 3 attempts. The in-house system displayed an error code indicating a grip axis failed to engage. Review of the engagement logs found six engagement failures with error codes relating to engagement failure due to grip axis failure.

Event description:
It was reported that the vessel sealer extend (vse) instrument failed to engage after multiple attempts to reseat and repositioning the drape. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of the dislodged grip ring. This issue may occur from incomplete tightening of the set screw upon sliding the grip ring over the mid-section of the proximal grip drive adapter.